Event description:
It was reported that the battery depleted alarms. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 7/23/2024. H3: one device was returned for repair in used condition. Physical condition of device included downstream occlusion (dso) nub dents and upstream occlusion (uso) seal bubbles. This device has not been in for service in the review period. Review f error log found battery depleted message. Visual and functional testing was performed, and the reported problem of battery depleted alarms was verified. The cause is the motor locked resulting in high draw voltage from battery depleting it. Replaced the motor to correct the issue. The device passed all functional tests after the repair.